Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited telemetry anomaly; the device did not communicate with the home monitor. No intervention has been performed at this time. No patient symptoms were reported.